Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further disclosed by the clinic that the ipg was evaluated and found to be stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing the implantable pulse generator (ipg) device under their skin. The device was vertical in position and now it is horizontal. The patient also stated that their heart rate goes up to 133 when using a vacuum. The ipg remains in use. No further patient complications have been reported as a result of this event.